Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. That reported issue was confirmed. As received, the balloon was found to be ruptured at the in the middle area. The edges of latex did not match at the ruptured region. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing before procedure this fogarty embolectomy catheter, the balloon was found totally broken. There was no allegation of patient injury. The device was received for evaluation and the edges of the ruptured balloon latex did not match. Patient demographics unable to be obtained.